Event description:
The customer contacted spacelabs healthcare to report that their qube mini would intermittently shut down while in use on a patient. There was no patient or user harm associated with the event. The customer shipped the unit to spacelabs healthcare for depot repair. The device was evaluated by an equipment service center technician and the reported problem was not verified. However, the technician reported that the cpu pcba had an inconsistent power supply that caused issues with batteries properly charging. The device was repaired and after passing all final functional testing, the unit was returned to the customer.